Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of device performance allegation. The reported patient symptom of urinary urgency is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a water vapor energy therapy was performed on (B)(6) 2023 without any malfunctions or serious adverse events. Two injections were administered to each lobe (right and left), and three to the middle lobe, all resulting in minor bleeding that required no treatment. On (B)(6) 2024, the patient experienced urinary dysfunction, leading to an additional rezum treatment at another hospital on (B)(6) 2024.

Event description:
It was reported that a water vapor energy therapy was performed on (B)(6) 2023 without any malfunctions or serious adverse events. Two injections were administered to each lobe (right and left), and three to the middle lobe, all resulting in minor bleeding that required no treatment. On (B)(6) 2024, the patient experienced urinary dysfunction, leading to an additional rezum treatment at another hospital on (B)(6) 2024.